Manufacturer narrative:
Date of event/death is unknown.

Event description:
A report was received from a patient who stated that his brother had a scs device and passed away due to a blood clot. He suspects the device played a factor in his death. No further information can be obtained.